Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The systems interface pcb was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a patient injury or death associated with this event.